Manufacturer narrative:
Device not returned for testing. No pt injury was reported.

Event description:
Probe failed and frosted up the shaft during use. Irrigation was used to protect the skin from damage. No injury to pt.